Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer re-calibrated the glucose method and ran quality controls (qc) and one replicate for level 2 qc was out of range. The customer cleaned the sample probe tip and sample probe drain and realigned the sample probe. The customer then recalibrated the glucose method using a new set of calibrators from the same lot and ran qc, which were acceptable. The customer repeated the patient samples on the same instrument and on a dimension exl 200 instrument and results were acceptable. Precision testing was performed on patient samples for the glucose method and the results were acceptable. The cause of the discordant, falsely elevated glucose results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and on a dimension exl 200 instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose results.